Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system revision due to infection. The system was explanted and patient treated with antibiotics. Prior to revision it was noted that the patient complained of pain around the site of implant. No additional adverse patient effects were reported.